Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate, cause was unknown. The customer's blood glucose level was 229 mg/dl. Customer corrected the pump time to address the issue.